Event description:
The customer's mother reported that she applied a new pod to her daughter prior to going to bed and in the middle of the night the daughter went into dka. She claimed that the pod "was not working" (though no specific device issue was cited). The daughter was rushed to the emergency room where she awoke with bg levels "in the 300s." The hospital staff instructed the mother to "take the pod off and throw it away because it's not functioning." No additional information was provided about the pod or the customer's hospital stay. The pod will not be returned as it was discarded at the hospital.

Manufacturer narrative:
The pod involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No specific failure mode was cited in the report. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency.